Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy, the surgeon attempted to use 2 different scissors, but both were stuck handles, making jaw opening and closing difficult. Both devices were the same lot number. A third scissor was opened to resolve the issue in order to complete the case. There was no patient injury.